Event description:
It was reported that while visiting the facility a device was found in the ¿dirty room¿ by the or with a note that says device won¿t close properly during an unknown procedure. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Batch #: x95x3w. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the upper jaw damaged at the closure slot and not allowing the jaw to close completely. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached about how the damage occurred. A manufacturing record evaluation was performed for the finished device lot/batch x95x3w, and no non-conformances were identified.